Event description:
It was reported to philips that the system was unable to acquire the live image. No harm to the patient or user was reported. Philips has started an investigation of this complaint.